Event description:
The complainant has reported that a female patient (age unknown) underwent a therapeutic placement of an esophageal stent for treatment of a benign stricture. The stricture had been treated via dilation for many years. A polyflex esophageal stent was successfully placed without incident. Patient complained of new onset chest pain immediately after the stent placement. The chest pain lasted for approximately one week. The patient remained hospitalized until the physician removed the stent. The date of the stent removal is unknown. It is unknown if the patient's underlying disease process could have affected the integrity of the tracheoesphageal tissue. Upon removal of the polyflex esophageal stent, a tracheoesphageal fistula was noted. The location of the fistula with regard to the placement of the polyflex stent is unknown. The patient did not have another stent placed. Patient status at this time is unknown. There is no further information available at this time.

Manufacturer narrative:
D4- user facility was unable to supply the correct lot number of the device used; consequently, the expiration date of the device is unknown. D11- unknown/no information available from user facility. Information supplied in section f was completed by the manufacturer based on information obtained from the user facility. Any information not included in this section or any other section was na at the time of submission of this medwatch report to the FDA. H4- user facility was unable to supply the correct lot number of the device used, consequently, the manufacture date of the device is unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures. Bsc reference # tw142865 / a00026101. Date filed: 30june2006.